Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse updated console software to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that a clinical territory associate (cta) indicated that the second surgeon side console (ssc), which was stored in a storage room, was connected to the system but it was not at the correct software level. There was no report of patient involvement.